Manufacturer narrative:
Service history was reviewed for the system. The following service records were found. However, these records are not relevant to the complaint reported event. All surgical systems are verified to meet specifications after installation and customer-initiated servicing in accordance with the applicable procedures. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. The product was not returned. However, based on the quality assessment (qa), the product met specifications at the time of release. A non-conformance-based review of the batch production record was performed and showed no potential contributing factors. A review for complaints from airgas therapeutics reported for causing erroneous measurements. A check of the complaint records for showed no additional complaint records were created since this record was opened. As a result, the non-conformance review showed there are no potential contributing factor(s). The root cause of the reported ¿erroneous measurements¿ cannot be conclusively determined, due to the fact that the software was confirmed to have performed as intended. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Corrected information provided in h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no sample returned for testing on this investigation. Therefore, based upon the information obtained, a root cause cannot be conclusively determined. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. Based upon the information obtained, a root cause cannot be conclusively determined. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during cataract surgery, an ophthalmic handpiece needle overheated, causing burn to the cornea and tunnel incisions in the patient's right eye. Due to an insufficient tunnel incision, there was leakage of intraocular fluid, leading to iris prolapse and corneal opacity. The wound was sutured, and the patient is currently still in the healing phase. Additional information received stating the patient was recovered with the symptoms and no further action was required. This complaint is pertaining the third of three reports received from the initial reporter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during cataract surgery, an ophthalmic handpiece needle overheated, causing burn to the cornea and tunnel incisions in the patient's right eye. Due to an insufficient tunnel incision, there was leakage of intraocular fluid, leading to iris prolapse and corneal opacity. The wound was sutured, and the patient is currently still in the healing phase. This complaint is pertaining the third of three reports received from the initial reporter.

Manufacturer narrative:
Additional information provided in b.5, d.4 and d.10 and corrected information provided in h.6. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received stating the reporter had no information regarding the phaco burn and the handpiece was tested and was working well. The patient is completely recovered, and the vision was clear. This complaint is pertaining the third of three reports received from the initial reporter.

Manufacturer narrative:
Corrected information is provided in d.4 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned for this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.